Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report numbers: 2916596-2021-03376 and 2916596-2021-03354. It was reported that the patient called with alarm for pump not running and was brought into the emergency department. The patient was awoken by an audible alarm that instructed the patient to call hospital contact. The patient exchanged the controller and when she went back to the primary system controller, the pump did not restart for a period of time. The patient called the vad coordinator stating the green light on the controller was not lit up but eventually did come back on during the phone call. The patient was brought into the emergency department. No driveline damage was reported. Manipulation of the driveline and power cables did not replicate the alarms. The patient was asymptomatic. Log file analysis captured backup battery fault alarms on (B)(6) 2021 at 2:14:20.

Event description:
It was reported that the patient was awoken by an audible alarm that instructed the patient to call hospital contact. The patient switched out the primary system controller for the backup system controller. The patient reported that the system controller's green pump running symbol was not lit up. The patient then called the hospital. The patient switched back to the primary system controller but the pump did not start immediately after the system controller exchange. During the call the pump running symbol lit up again. The patient was brought into the emergency department. No driveline damage was reported. Manipulation of the driveline and power cables did not replicate the alarms. The patient was asymptomatic. Log file analysis captured backup battery fault alarms on 10jun2021 at 2:14:20. The system controller was exchanged, but the alarms persisted.

Manufacturer narrative:
Main investigation conclusion: the reported event of a ¿call hospital contact¿ alarm was not confirmed as no log files were submitted for review and the system controller (serial number: (B)(6) ) was not returned for evaluation. It was reported that the patient switched back to their primary controller to resolve the alarm. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 patient handbook and the heartmate 3 instructions for use (IFU) cover all alarms (visual and audible), including alarms that display a ¿call hospital contact¿ message on the system controller, and the actions to take when the alarms occur. Heartmate 3 instructions for use, rev. C, section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook, rev. C, section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including all alarms that give a "call hospital contact" message on the system controller, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook, rev. C, section 2 ¿how your heart pump works¿ explains how to replace the running system controller with a backup controller. This section instructs the user not to attempt to change the system controller without having a trained, competent caregiver by their side to assist. The user is instructed to follow all alarm instructions, including calling the hospital. Heartmate 3 instructions for use (IFU), rev. C, section 2 ¿system operations¿ also explains how to replace the running system controller with a backup controller, and instructs the user to ensure that patients understand the need for having a caregiver present during a controller exchange and that all labelling instructions are followed, including calling the hospital contact. These sections also contain a subsection explaining the use of the backup controller and how to maintain the backup controller's readiness. Heartmate 3 patient handbook, rev. C, section 6 "caring for the equipment" and heartmate 3 instructions for use (IFU), rev. C, section 8 ¿equipment storage and care¿ describe how to care for and clean all equipment. Heartmate 3 patient handbook, rev. C, section 10 and heartmate 3 instructions for use (IFU), rev. C, section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including maintaining the backup controller's readiness. Heartmate 3 patient handbook, rev. C, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The system controller, serial number (B)(6) , was shipped to the customer on (B)(6) 2019. No further information was provided. The manufacturer is closing the file on this event.